Manufacturer narrative:
MFR received date: 26oct2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the customer returned sensor board was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 26sep2019, b4: 27sep2019. The manufacturer's field service engineer (fse) confirmed the reported relief valve failure. The customer decided not to repair the ventilator. The hospital will retire the unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a power supply failure. No patient or user harm was reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a power supply failure. No patient or user harm was reported.